Event description:
Additional information received indicate the patient underwent surgical intervention on 30 jun 2020, wherein the ipg was explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
Corrected data: h6: correction has been made to the conclusion code wherein it has been changed from 19 to 18.

Manufacturer narrative:
Date of event is estimated added due to being inadvertently omitted in previous report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Updated based on further review of the event reported. (B)(4). A review of documentation supplied with the implant states that the implant must be charged every 12 months to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient's ipg became inoperable due to the patient not charging as recommended.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Troubleshooting was tried to no avail. However, device replacement may take place later.